Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer requested a maintenance inspection of the evis exera ii gastrointestinal videoscope. No patient or procedure was involved with this event. The device was returned to olympus for a device evaluation and found the air/water channel was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation, and in addition to the reported in b5, the evaluation found the following: the bending section cover rubber glue was discolored, the electrical connector unit contact pins were corroded and the connectors seat holder unit thread was defective, the angulations were out of specification, the switch button rubber 1 had wear and tear, and the biopsy channel had wear and tear and was replaced as preventive maintenance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.